Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(6) on 14-nov-2023. The most recent information was received on 28-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy"), device expulsion ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa") and device breakage ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa" on (B)(6) 2017). The patient had a medical history of adenomyosis (mild). As concurrent condition the report mentioned uterine anteflexion. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced fatigue ("severe fatigue (burnout), with periods of no energy and work leaves"), burnout syndrome ("severe fatigue (burnout), with periods of no energy and work leaves"), migraine ("severe migraines"), premature menopause ("early menopause"), skin odour abnormal ("changed body odour"), herpes zoster ("shingles"), tendon discomfort ("problem with achilles tendon"), tendonitis ("repeated tendonitis on the arm"), psoriasis ("scalp psoriasis") and alopecia ("significant hair loss") and was found to have weight increased ("weight gain") and myelodysplastic syndrome ("myelodysplasia"). Essure was removed on (B)(6) 2017. An unknown time later she experienced allergy to metals (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (essure removal by salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2024). At the time of the report, the allergy to metals, device expulsion, device breakage, fatigue, burnout syndrome, migraine, weight increased, premature menopause, skin odour abnormal, herpes zoster, tendon discomfort, tendonitis, psoriasis, alopecia and myelodysplastic syndrome had not resolved. No causality assessment was received for essure with regard to device breakage, allergy to metals, fatigue, burnout syndrome, migraine, weight increased, premature menopause, skin odour abnormal, herpes zoster, tendon discomfort, tendonitis, psoriasis, alopecia, myelodysplastic syndrome or device expulsion. The reporter commented: removal was performed ( on (B)(6) 2017), but we have just discovered that a piece of the device was present in my uterus and I will have to undergo a hysterectomy on (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2023: result: spontaneously dense element measured at 5 × 2 × 2 mm, projecting opposite the right lateral horn of the uterine cavity. No other metallic element detected projecting from the uterine cavity or along the course of the tubes. - hepatic cystic nodularity of the left liver [lobe], measuring 14 mm, and of segment viii, measuring 10 mm. Gallbladder with thin walls and contents of homogeneous density. Furthermore, subject to the absence of injection of contrast product, morphological integrity of the spleen, kidneys (millimetre-sized calculus of the lower calyx group of the right kidney, non-obstructive), pancreas and adrenal glands.no coeliomesenteric or retroperitoneal adenomegaly. No peritoneal effusion.no pelvic or inguinal adenomegaly. No suspicious bone lesions. Conclusion: spontaneously dense element of 5 mm, projecting opposite the right lateral horn [ultrasound pelvis] on (B)(6) 2023: uterus: visualized. Length 77 mm × ap (antero-posterior diameter) 31 mm × tr (transverse diameter) 41 mm. Volume 51.9 cm3. Regular contours: yes. Homogeneous appearance: yes. Position: anteverted. Malformations: uo: normal uterus. Cervix - details: usual cervix appearance. No fibromas identified. No polyps identified. Search for adenomyosis. Presence of adenomyosis: adenomyosis found. Endometrium. Homogeneity: homogeneous appearance. Presence of an addition image: absence of an addition image. Thickness 3.6 mm. Right ovary: visualized, position: normal. Contour: regular. Left ovary: visualized, position: normal. Contour: regular right fallopian tube: no tubal abnormality visualized . Appearance: remnant right essure in the right horn flush with the serosa. Left fallopian tube: no tubal abnormality visualized. No effusion visualized. Conclusion: remnant right essure in the right horn flush with the serosa. Mild adenomyosis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 14-nov-2023. The most recent information was received on 04-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and device expulsion ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa" on (B)(6) 2017). The patient had a medical history of adenomyosis (mild). As concurrent condition the report mentioned uterine anteflexion. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced fatigue ("severe fatigue (burnout), with periods of no energy and work leaves"), burnout syndrome ("severe fatigue (burnout), with periods of no energy and work leaves"), migraine ("severe migraines"), premature menopause ("early menopause"), skin odour abnormal ("changed body odour"), herpes zoster ("shingles"), tendon discomfort ("problem with achilles tendon"), tendonitis ("repeated tendonitis on the arm"), psoriasis ("scalp psoriasis") and alopecia ("significant hair loss") and was found to have weight increased ("weight gain") and myelodysplastic syndrome ("myelodysplasia"). Essure was removed on (B)(6) 2017. An unknown time later she experienced allergy to metals (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (essure removal by salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2024). At the time of the report, the allergy to metals, device expulsion, fatigue, burnout syndrome, migraine, weight increased, premature menopause, skin odour abnormal, herpes zoster, tendon discomfort, tendonitis, psoriasis, alopecia and myelodysplastic syndrome had not resolved. No causality assessment was received for essure with regard to device expulsion, allergy to metals, fatigue, burnout syndrome, migraine, weight increased, premature menopause, skin odour abnormal, herpes zoster, tendon discomfort, tendonitis, psoriasis, alopecia or myelodysplastic syndrome. The reporter commented: removal was performed on (B)(6) 2017), but we have just discovered that a piece of the device was present in my uterus and I will have to undergo a hysterectomy on (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2023: result: spontaneously dense element measured at 5 × 2 × 2 mm, projecting opposite the right lateral horn of the uterine cavity. No other metallic element detected projecting from the uterine cavity or along the course of the tubes. Hepatic cystic nodularity of the left liver [lobe], measuring 14 mm, and of segment viii, measuring 10 mm. Gallbladder with thin walls and contents of homogeneous density. Furthermore, subject to the absence of injection of contrast product, morphological integrity of the spleen, kidneys (millimetre-sized calculus of the lower calyx group of the right kidney, non-obstructive), pancreas and adrenal glands. No celiomesenteric or retroperitoneal adenomegaly. No peritoneal effusion. No pelvic or inguinal adenomegaly. No suspicious bone lesions. Conclusion: spontaneously dense element of 5 mm, projecting opposite the right lateral horn [ultrasound pelvis] on (B)(6) 2023: uterus: visualized. Length 77 mm × ap (antero-posterior diameter) 31 mm × tr (transverse diameter) 41 mm. Volume 51.9 cm3. Regular contours: yes. Homogeneous appearance: yes. Position: anteverted. Malformations: uo: normal uterus. Cervix - details: usual cervix appearance. No fibromas identified. No polyps identified. Search for adenomyosis. Presence of adenomyosis: adenomyosis found. Endometrium. Homogeneity: homogeneous appearance. Presence of an addition image: absence of an addition image. Thickness 3.6 mm. Right ovary: visualized, position: normal. Contour: regular. Left ovary: visualized, position: normal. Contour: regular right fallopian tube: no tubal abnormality visualized . Appearance: remnant right essure in the right horn flush with the serosa. Left fallopian tube: no tubal abnormality visualized. No effusion visualized. Conclusion: remnant right essure in the right horn flush with the serosa. Mild adenomyosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(6)) on 14-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and device expulsion ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa" on (B)(6) 2017). The patient had a medical history of adenomyosis (mild). As concurrent condition the report mentioned uterine anteflexion. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced fatigue ("severe fatigue (burnout), with periods of no energy and work leaves"), burnout syndrome ("severe fatigue (burnout), with periods of no energy and work leaves"), migraine ("severe migraines"), premature menopause ("early menopause"), skin odour abnormal ("changed body odour"), herpes zoster ("shingles"), tendon discomfort ("problem with achilles tendon"), tendonitis ("repeated tendonitis on the arm"), psoriasis ("scalp psoriasis") and alopecia ("significant hair loss") and was found to have weight increased ("weight gain") and myelodysplastic syndrome ("myelodysplasia"). An unknown time later she experienced allergy to metals (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (essure removal by salpingectomy on (B)(6) 2017 and hysterectomy will be performed on (B)(6) 2024). At the time of the report, the allergy to metals , device expulsion , fatigue, burnout syndrome, migraine, weight increased, premature menopause, skin odour abnormal, herpes zoster, tendon discomfort, tendonitis, psoriasis, alopecia and myelodysplastic syndrome had not resolved. No causality assessment was received for essure with regard to device expulsion, allergy to metals, fatigue, burnout syndrome, migraine, weight increased, premature menopause, skin odour abnormal, herpes zoster, tendon discomfort, tendonitis, psoriasis, alopecia or myelodysplastic syndrome. The reporter commented: removal was performed ((B)(6) 2017), but we have just discovered that a piece of the device was present in my uterus and I will have to undergo a hysterectomy on (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2023: result: spontaneously dense element measured at 5 × 2 × 2 mm, projecting opposite the right lateral horn of the uterine cavity. No other metallic element detected projecting from the uterine cavity or along the course of the tubes. - hepatic cystic nodularity of the left liver [lobe], measuring 14 mm, and of segment viii, measuring 10 mm. Gallbladder with thin walls and contents of homogeneous density. Furthermore, subject to the absence of injection of contrast product, morphological integrity of the spleen, kidneys (millimetre-sized calculus of the lower calyx group of the right kidney, non-obstructive), pancreas and adrenal glands.no coeliomesenteric or retroperitoneal adenomegaly. No peritoneal effusion.no pelvic or inguinal adenomegaly. No suspicious bone lesions. Conclusion: spontaneously dense element of 5 mm, projecting opposite the right lateral horn [ultrasound pelvis] on (B)(6) 2023: uterus: visualized. Length 77 mm × ap (antero-posterior diameter) 31 mm × tr (transverse diameter) 41 mm. Volume 51.9 cm3. Regular contours: yes. Homogeneous appearance: yes. Position: anteverted. Malformations: uo: normal uterus. Cervix - details: usual cervix appearance. No fibromas identified. No polyps identified. Search for adenomyosis. Presence of adenomyosis: adenomyosis found. Endometrium. Homogeneity: homogeneous appearance. Presence of an addition image: absence of an addition image. Thickness 3.6 mm. Right ovary: visualized, position: normal. Contour: regular. Left ovary: visualized, position: normal. Contour: regular. Right fallopian tube: no tubal abnormality visualized . Appearance: remnant right essure in the right horn flush with the serosa. Left fallopian tube: no tubal abnormality visualized. No effusion visualized. Conclusion: remnant right essure in the right horn flush with the serosa. Mild adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 14-nov-2023. The most recent information was received on 04-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy"), device expulsion ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa") and device breakage ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("remnant right essure 5 × 2 × 2 mm in the right horn flush with the serosa" on (B)(6) 2017). The patient had a medical history of adenomyosis (mild). As concurrent condition the report mentioned uterine anteflexion. On (B)(6) 2010, the patient had essure inserted. In 2010, she experienced fatigue ("severe fatigue (burnout), with periods of no energy and work leaves"), burnout syndrome ("severe fatigue (burnout), with periods of no energy and work leaves"), migraine ("severe migraines"), premature menopause ("early menopause"), skin odour abnormal ("changed body odour"), herpes zoster ("shingles"), tendon discomfort ("problem with achilles tendon"), tendonitis ("repeated tendonitis on the arm"), psoriasis ("scalp psoriasis") and alopecia ("significant hair loss") and was found to have weight increased ("weight gain") and myelodysplastic syndrome ("myelodysplasia"). Essure was removed on (B)(6) 2017. An unknown time later she experienced allergy to metals (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (essure removal by salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2024). At the time of the report, the allergy to metals, device expulsion, device breakage, fatigue, burnout syndrome, migraine, weight increased, premature menopause, skin odour abnormal, herpes zoster, tendon discomfort, tendonitis, psoriasis, alopecia and myelodysplastic syndrome had not resolved. No causality assessment was received for essure with regard to device breakage, allergy to metals, fatigue, burnout syndrome, migraine, weight increased, premature menopause, skin odour abnormal, herpes zoster, tendon discomfort, tendonitis, psoriasis, alopecia, myelodysplastic syndrome or device expulsion. The reporter commented: removal was performed ((B)(6) 2017), but we have just discovered that a piece of the device was present in my uterus and I will have to undergo a hysterectomy on (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2023: result: spontaneously dense element measured at 5 × 2 × 2 mm, projecting opposite the right lateral horn of the uterine cavity. No other metallic element detected projecting from the uterine cavity or along the course of the tubes. - hepatic cystic nodularity of the left liver [lobe], measuring 14 mm, and of segment viii, measuring 10 mm. Gallbladder with thin walls and contents of homogeneous density. Furthermore, subject to the absence of injection of contrast product, morphological integrity of the spleen, kidneys (millimetre-sized calculus of the lower calyx group of the right kidney, non-obstructive), pancreas and adrenal glands. No celiomesenteric or retroperitoneal adenomegaly. No peritoneal effusion. No pelvic or inguinal adenomegaly. No suspicious bone lesions. Conclusion: spontaneously dense element of 5 mm, projecting opposite the right lateral horn. [Ultrasound pelvis] on (B)(6) 2023: uterus: visualized. Length 77 mm × ap (antero-posterior diameter) 31 mm × tr (transverse diameter) 41 mm. Volume 51.9 cm3. Regular contours: yes. Homogeneous appearance: yes. Position: anteverted. Malformations: uo: normal uterus. Cervix - details: usual cervix appearance. No fibromas identified. No polyps identified. Search for adenomyosis. Presence of adenomyosis: adenomyosis found. Endometrium. Homogeneity: homogeneous appearance. Presence of an addition image: absence of an addition image. Thickness 3.6 mm. Right ovary: visualized, position: normal. Contour: regular. Left ovary: visualized, position: normal. Contour: regular right fallopian tube: no tubal abnormality visualized . Appearance: remnant right essure in the right horn flush with the serosa. Left fallopian tube: no tubal abnormality visualized. No effusion visualized. Conclusion: remnant right essure in the right horn flush with the serosa. Mild adenomyosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review event device breakage was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.